Manufacturer narrative:
Citation: baranti, marco md et al. Coronary cannulation after transcatheter aortic valve replacement the re-access study. Jacc: cardiovascular interventions. 2020; vol. 13, no. 21, doi.org/10.1016/j.jcin.2020.07.006. Earliest date of publish used for date of event. Medtronic products referenced: evolutr (PMA#p130021, product code npt), evolutpro (PMA#p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding coronary cannulation after transcatheter aortic valve (tav) replacement. All data were collected from a single center prospective, registry-based study between december 2018 and january 2020. The study population included 300 patients (predominantly female, mean age 81 years), 123 of whom were implanted with medtronic evolutr or evolutpro tav. The remaining 167 patients were implanted with a non-medtronic tav. Serial numbers were not provided. Among all patients, no deaths were reported. Among all patients implanted with a medtronic device, adverse events included: one right coronary occlusion treated with the placement of a stent. No additional adverse patient effects or product performance issues were reported.